Event description:
It was reported that ongoing intermittent occlusion alarms occurred. System check was performed by tandem technical support and found that the customer was not cycling the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. Customer changed the pump supplies and resumed insulin delivery. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection.